Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer declined to complete the check and reported they would change pump supplies at a later time. Upon follow up, customer reported the occlusion had occurred. Multiple attempts were made by clinical support to follow up with the customer for additional trouble shooting, but no response was received. Customer's blood glucose was 390 mg/dl at time of event and 400 mg/dl at time of follow up.